Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on april 29, 2025 with lot number 2908750. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Rupture: observed an opening assessed as surgical damage, observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture, and capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported left side rupture, and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.